Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: analysis of the device could not be completed as the catheter was not returned. However, images of the catheter were provided where investigators were able to see tissue in the tip of the catheter. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of minor tissue damage and the guidewire becoming stuck was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established for the guidewire allegation as they could not examine the device. The tissue damage was determined to be a known inherent risk of the device as it was called out in the catheter's labeling.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the physician got groin access, tsp puncture, and did a venogram of the pulmonary veins. Then the faradrive was advanced to the la and the farawave was also prepared properly and advanced into the body. The guidewire was inserted into the upper branch of the lspv and then the farawave was advanced out of the sheath into the basket shape. Once done with the basket applications, the catheter was switched to flower and applications were done in this shape. The guidewire stayed in the vein this entire time. The catheter was then put into basket and advanced into the vein to test for exit block. The catheter was completely undeployed and the wire was brought into the catheter. When trying to wire the lipv, a lower branch of the lspv was found. The physician decided to do a few more applications in this branch in both configurations. When the physician was done, he tried bringing the wire into the catheter but was unable to. The physician tried to advance the wire but it was completely stuck. The physician was able to undeploy the catheter and remove it from the body. The wire was still stuck inside the catheter. Finally, the wire was pulled out of catheter from the distal tip. On the table near the tip of the catheter there was a white substance that had blood. The catheter and wire were replaced and the procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the physician got groin access, tsp puncture, and did a venogram of the pulmonary veins. Then the faradrive was advanced to the la and the farawave was also prepared properly and advanced into the body. The guidewire was inserted into the upper branch of the lspv and then the farawave was advanced out of the sheath into the basket shape. Once done with the basket applications, the catheter was switched to flower and applications were done in this shape. The guidewire stayed in the vein this entire time. The catheter was then put into basket and advanced into the vein to test for exit block. The catheter was completely undeployed and the wire was brought into the catheter. When trying to wire the lipv, a lower branch of the lspv was found. The physician decided to do a few more applications in this branch in both configurations. When the physician was done, he tried bringing the wire into the catheter but was unable to. The physician tried to advance the wire but it was completely stuck. The physician was able to undeploy the catheter and remove it from the body. The wire was still stuck inside the catheter. Finally, the wire was pulled out of catheter from the distal tip. On the table near the tip of the catheter there was a white substance that had blood. The catheter and wire were replaced and the procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.